Event description:
Customer dosed with 30 units insulin at lunchtime due to high blood glucose numbers. Customer's spouse called paramedics after customer displayed symptoms of profuse sweating, shakiness, feeling ill and ready to pass out. Paramedics received a blood glucose reading = 60mg/dl. After customer was given juice blood glucose reading = 62mg/dl. Customer then had a peanut butter/jelly sandwich and ate dinner. A request was made for the return of the suspect device and replacement product was sent.